Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The cause of the difficulties stated in this complaint could not be determined. The root cause is unknown.

Event description:
Clinical trial. It was reported that 575 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure identified and treated one de novo, 90% stenosed, mildly calcified, mildly tortuous, 2.5x15mm lesion of the om1 (1st obtuse marginal) which was treated with predilation and placement of a 2.50x20mm taxus express2 drug eluting stent. The patient was discharged the next day on asa and plavix. The patient returned 575 days following the initial procedure due to proximal edge in-stent restenosis requiring a target vessel reintervention. Another manufacturer's drug eluting stent was placed and the patient was discharged the next day. The event was reported as "probably" related to the device by the investigator.